Event description:
It was reported that during a pulse generator replacement due to normal battery depletion (nbd), the right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. The oor measurements were duplicated on the pacing system analyzer (psa). Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.